Event description:
It was reported that during a stent placement procedure, a sixty millimeters stent was placed and it was allegedly appeared to be longer measuring seventy-five millimeters. There was no reported patient injury.

Manufacturer narrative:
H11: the expiration date was previously reported in initial mfg report # 9681442-2024-00255 section h11/manufacturer narrative: as 10/2026; however, the day is now known and has been corrected in d4 of this report to: 10/06/2026. Additionally, this device is not a combination product; therefore, g5 has been updated. It should also be noted that this device is not sold in the us; therefore, d4 - unique device identifier (UDI) # is not applicable. The catalog number identified in section d4 has not been cleared in the us but is similar to the e-luminexx stent products that are cleared in the us. The pro code and 510 k number for the e-luminexx stent products are identified in d2 and g4. Manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the stent delivery system was not returned for evaluation. Images demonstrating the length of the undeployed stent have not been provided so that a judgement of the length in loaded condition was not possible. However, the indicated digital length of the stent after deployment depicts an elongation which leads to confirmed results for elongation. Note, the length of the stent is measured without markers, as shown on the labeling. It was reported that the tracking vessel was neither tortuous nor calcified and the lesion was pre-dilated. Based on provided information, and the evaluation of the provided photos, the investigation was closed with confirmed results for stent elongation. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling, it was found that the instructions for use sufficiently address the potential risks. Regarding stent selection, the instructions for use states "select the appropriate length of stent to traverse the stricture. Allow approximately 5 ¿ 10 mm of the stent to extend beyond each end of the stricture. This will allow for adequate stent coverage at either end of the stenosis" and "advance the stent delivery system across the stricture using the radiopaque markers to center the stent across the lesion". A stent selection table has been provided in the instructions for use to assist this. Holding and handling of the system throughout deployment was found described, in particular the instructions for use state: "the radiopaque markers on the stent must not move during stent deployment". Regarding materials, the instructions for use states, "8 f (2.67 mm) or larger guiding catheter or 6 f (2.0 mm) or larger introducer sheath" and "0.035-inch (0.89 mm) diameter guidewire" should be used for the procedure. Pre-dilatation of the stricture is recommended. Selection of an appropriately sized balloon dilatation catheter is left to the discretion of the treating physician. Based on the stent drawing on the labeling, the stent length is measured without the markers. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the e-luminexx stent products that are cleared in the us. The pro code and 510 k number for the e-luminexx stent products are identified in d2 and g4. H10: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the stent delivery system was not returned for evaluation. Images demonstrating the length of the undeployed stent have not been provided so that a judgement of the length in loaded condition was not possible. However, the indicated digital length of the stent after deployment depicts an elongation which leads to confirmed results for elongation. Note, the length of the stent is measured without markers, as shown on the labeling. It was reported that the tracking vessel was neither tortuous nor calcified and the lesion was pre-dilated. Based on provided information, and the evaluation of the provided photos, the investigation was closed with confirmed results for stent elongation. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling it was found that the instructions for use sufficiently address the potential risks. Regarding stent selection, the instructions for use states "select the appropriate length of stent to traverse the stricture. Allow approximately 5 ¿ 10 mm of the stent to extend beyond each end of the stricture. This will allow for adequate stent coverage at either end of the stenosis" and "advance the stent delivery system across the stricture using the radiopaque markers to center the stent across the lesion". A stent selection table has been provided in the instructions for use to assist this. Holding and handling of the system throughout deployment was found described, in particular the instructions for use state: "the radiopaque markers on the stent must not move during stent deployment". Regarding materials, the instructions for use states "8 f (2.67 mm) or larger guiding catheter or 6 f (2.0 mm) or larger introducer sheath" and "0.035 inch (0.89 mm) diameter guidewire" should be used for the procedure. Pre-dilatation of the stricture is recommended. Selection of an appropriately sized balloon dilatation catheter is left to the discretion of the treating physician. Based on the stent drawing on the labeling, the stent length is measured without the markers. H10: d4 (expiration date: 10/2026), g3 h11: h6 (method, result, conclusion) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent placement procedure, a sixty millimeters stent was placed and it was allegedly appeared to be longer measuring seventy-five millimeters. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the e-luminexx stent products that are cleared in the us. The pro code and 510 k number for the e-luminexx stent products are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, images were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 10/2026). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent placement procedure, a sixty millimeters stent was placed and it was allegedly appeared to be longer measuring seventy-five millimeters. There was no reported patient injury.